Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the fiber optic test. Since the event occurred during pm service, there was no patient involved and no adverse event was reported.

Manufacturer narrative:
The stm replaced the fiber optic assembly then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the fiber optic test. Since the event occurred during pm service, there was no patient involved and no adverse event was reported.